Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 470 mg/dl. . The customer experienced symptoms such as nausea, heart murmur and vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and it was found that there were tiny air bubbles in the infusion set and the cannula was bent. Troubleshooting was performed and customer was advised that infusion set and reservoir would be replaced.